Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During the procedure a tibial fracture occurred. An internal fixation of the bone fracture was performed.

Event description:
During the procedure a tibial fracture occurred. An internal fixation of the bone fracture was performed.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to correct information.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A revision procedure was performed due to a tibia head fracture.